Event description:
It was reported that arteriotomy closure of a superficial femoral artery was attempted using a starclose se after a coronary interventional procedure. Reportedly, vessel closure was uneventful; however, 10 minutes after vessel closure the patient presented a hematoma at the access site and arterial bleeding. The hematoma measured less than 6 cm and was expressed, and a non-abbott device was applied. Additionally, a pseudoaneurysm was noted, which was treated with a thrombin injection. This resulted in additional hospitalization; however, the patient did not experience any adverse sequela. The technician who deployed the starclose se clip was in-training in the use of the device. The physician who performed the index procedure indicated to be aware of the off-label use of the device, as this device is intended to be use in the common femoral artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The warnings section of the instructions for use instructs the user to not use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture site may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record could not be conducted because the lot number was not provided and the device was not returned. Based on the review, no product deficiency was identified.